Event description:
During charting, all of a sudden, the ventilator screen went black, almost like a screen saver mode. Attempted to touch the screen to see if it would turn back on and it didn't. It only lasted a few seconds before the screen came back on like nothing happen. The ventilator did not reboot, it just picked up as if the screen never turned off.